Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the customer reported experiencing intermittent high blood glucose (bg) levels with an unknown cause. The customer declined to provide additional details regarding the issues and declined follow up contact from tandem technical support, therefore no additional information could be obtained.